Manufacturer narrative:
Additional information: patient age: (B)(6), patient gender: male the weight of the patient was requested but not known.

Manufacturer narrative:
The apollo catheter was returned for analysis. As received, the detachable tip was found to be still attached. The catheter was found to be ruptured at 24.7cm from the distal end. The catheter was flushed and water exited from the rupture and distal end. No other anomalies were observed. Based on the device analysis, the reported event was confirmed. The catheter was found to be ruptured within the distal floppy segment. We are unable to definitively determine the cause of the reported event. However, the appearance of the catheter is consistent with a rupture caused by catheter over-pressurization. Rupture of the catheter can occur during injection of either contrast or embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Per the apollo IFU (instructions for use): infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. A review of this device lot history record was conducted and no issues were identified that could have contributed to this event. All products are 100% inspected for damage and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during preparation the microcatheter was noted to be leaking at the distal segment. The physician used a new microcatheter to complete the procedure. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.